Event description:
Litigation alleges patient had pain and discomfort which affects ability to walk, sleep and move; and elevated metal levels in blood after asr hip implant. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant for the left side and also date of implant for the right side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 9/18/15 medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain. A correct doi was provided. No labs were provided for the alleged high metal ions. There is no new additional information that would affect the existing investigation. The complaint was updated on:10/16/2015.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleges patient had pain and discomfort which affects ability to walk, sleep and move; and elevated metal levels in blood after asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. (B)(4).

Event description:
Update 15 apr 2015 (right side only): dor, correct doi, all product details, additional stem and sleeve, sales rep details, surgeon, hospital (B)(6).